Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿ my left side implant ruptured. I began to experience many different symptoms. Now, I have been diagnosed with stage iii kidney failure, hyperthyroidism confirmed as graves¿ disease, I can¿t feel the left side of my body, I have sarcoidosis in my bone marrow, kidney, eyes, and in my skin, I have multiple sclerosis which causes no sensation on the left side of my body, I can barely walk. Device has been explanted. The events of "stage iii kidney failure, hyperthyroidism confirmed as graves¿ disease, I can¿t feel the left side of my body, I have sarcoidosis in my bone marrow, kidney, eyes, and in my skin, I have multiple sclerosis which causes no sensation on the left side of my body" are not considered device related.